Event description:
(B)(4) study. It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. In (B)(6) 2012, clinical status assessment occurred and the subject was referred for cardiac catheterization which revealed three target lesions. Target lesion #1 was a 95% stenosed de novo, bifurcated lesion located in the proximal left anterior descending (lad) artery. The lesion was 24 mm long with a reference vessel diameter of 3.5 mm and treated with pre-dilatation using the kissing balloon technique and placement of a 3.00 mm x 24 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a 95% stenosed de novo, bifurcated lesion located in the 1st diagonal. The lesion was 12 mm long with a reference vessel diameter of 2.25 mm and treated with pre-dilatation using the kissing balloon technique and placement of a 2.25 mm x 12 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #3 was a 95% stenosed de novo lesion located in the proximal left circumflex (lcx) artery. The lesion was 28 mm long was a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 2.50 mm x 28 mm study stent. A grade a dissection, distal to the target lesion and requiring intervention, occurred after the placement of the 2.50 mm x 28 mm study stent. A second 2.50 mm x 28 mm study stent was subsequently used to treat the dissection. Following post-dilatation, residual stenosis was 0%. The subject was discharged the following day.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).